Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was seeing a power on reset (por) message on their patient programmer. The code meaning was reviewed. The patient saw a healthcare provider on (B)(6) 2022, and was told they did not know how to resolve the message. The patient was redirected to their healthcare provider to further address the issue and have the por message cleared. The patient noted they had been seeing a doctor, but they retired. They still went to the same clinic, and now saw a nurse practitioner (np). There were no patient symptoms or further complications reported at this time.